Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician cut the existing atrial and ventricular leads. A temporary pacing lead was implanted for the patient and several days later the physician explanted and replaced the cut leads. No patient complications have been reported as a result of this event.